Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is (B)(4). UDI: ((B)(4). Investigation summary : videos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned videos. Upon visual inspection of the images provided it was observed that the anchor had a broken fragment. The overall complaint was confirmed as the observed condition of the biointfx 6-8mmx30mm tpr scr 2nd would contribute to the complained device issue. Based on the investigation findings, the possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; the driver may have not been fully seated in the screw and the excessive force applied o the device during insertion could have caused the screw to break. However this cannot be conclusively determined. As per instructions for use (IFU): insert hex driver into tapered screw to a fully seated position. Failure to engage screw completely may result in damage to tapered screw during implantation. It has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from china that a patient underwent cruciate ligament reconstruction using a biointfx 6-8mmx30mm tpr scr 2nd anchor device. About one year later, it was found the implanted screw broke during re-inspection. It was reported that a second surgery has been completed in another hospital to remove the broken product and replaced it with another brand product. No additional information was provided.